Manufacturer narrative:
A supplemental MDR is being submitted for correction to a data entry error. The following sections of this report have been updated: corrected h3, corrected h6 type of investigation (removed code "device not accessible for testing" and added code "device not returned").

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (history of hyperlipidemia and stage 3 chronic kidney disease) may have contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 23mm sapien xt valve transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 6 years and 5 months. Tee one month prior to explant showed a well-positioned 23 mm sapien xt tavr prosthetic aortic valve in a preexisting savr bioprosthetic aortic valve with severe prosthetic stenosis. Tee revealed av peak velocity of 4.6 m/s, av mean gradient of 54 mmhg and aortic calculated valve area of 0.6 cm2. Approximately one month after the tee, the patient was admitted to the hospital due to progressive shortness of breath with exertion. Echocardiography demonstrated severe/critical aortic valve stenosis with structural valve deterioration of sapien xt valve. Findings post-explant revealed heavily calcified leaflets of the sapien xt valve and heavily calcified leaflets of the prior surgical valve.